Manufacturer narrative:
Correction: the event date should have been (B)(6) 2017, rather than (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician used expired medical adhesive to address lead insulation damage on the rv lead. The physician elected to use the expired medical adhesive despite the advice of abbott representative. No further information is available at this time.